Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had received failed battery alarm. The customer¿s blood glucose level was unknown. Customer stated that they changed the set and got battery failed and also pump alarmed with replace battery now. Troubleshoot was performed. The customer advised to wait for the insert battery alarm before inserting a new or fully charged aa battery. Customer received battery failed alarm. The customer was advised to monitor the pump and revert to back up plan per health care professional until replacement cap arrives. The insulin pump will not be returned for analysis.